Event description:
Customer reported that a patient underwent an incisional/ventral hernia repair procedure for a primary hernia in 2008. The patient was given prophylactic anti-coagulants. Post-operatively the following month, it was noted that the patient had developed a small seroma. The following month, the patient underwent a guided drainage of the seroma on an outpatient basis.

Manufacturer narrative:
Date sent to the FDA: 02/12/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.